Manufacturer narrative:
A review of the device history record has been performed. This review confirmed that this lot of products was released according to qa specifications. No sample and no picture were provided for investigation. Without the sample a detailed investigation could not be performed. The reported information is too limited to determine if the incident is associated with a manufacturing or component discrepancy. The reported pain is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. No immediate action required. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, since the implant of the mesh, the patient has experienced groin pain during various bodily activities such as bowel movements and sexual activity. He has blood in stool, tooth decay, irritable bowel syndrome, testicular pain and left sided joint pain. The patient states that he feels as if the mesh is shrinking and cutting into his abdominal wall.